Manufacturer narrative:
Testing of retained material of (B)(4) reagent lot number 03679li00 met specifications. Controls showed values within typical range. To assess the specificity performance of the reagent lots, additional replicates of (B)(6) were tested. The reagent kits showed normal performance within typical range. Complaint records for the affected lot number were reviewed and did not identify any problems relating to the customer's observation. Based on the evaluation, it was determined that the (B)(6) reagent lot is performing acceptably. No product deficiency was identified. (B)(4) (false positive result).

Event description:
The customer stated that a (B)(6) pregnant patient that tested (B)(6) during prenatal testing was admitted to the hospital for delivery. The patient was tested again at the hospital and (B)(6) results were generated. Repeat architect testing was also (B)(6). The (B)(6) result was reported to the physician and prophylactic medication was given. The sample was sent out for confirmatory testing using western blot (B)(6) and pcr (B)(6) methods and results were negative. The mother and the baby were given retrovir. The mother did not experience any side effects from the (B)(6). The baby experienced vomiting, but was later discharged from the hospital. The abbott customer technical advocate (cta) discussed the (B)(6) package insert with the customer regarding (B)(6) which should be considered (B)(6) and must be confirmed.